Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective 2-pole lld ribbon cables and compression spring in the reported problem area of the pipetter assembly. The fse cleaned all tip clamps and ejection sleeves, and replaced defective parts. The instrument was inspected, tested without further problem, and returned to service.